Event description:
In a literature review fro the surg laparosc endosc percutan tech report volume 23, number 3, june 2013: during a laparoscopic pancreaticoduodenectomy assisted by mini-laparotomy, a pt had a post-operative grade c pg leak as classified by the international study group on pancreatic fistula criteria. The pt rec'd a total pancreatectomy and recovered thereafter.

Manufacturer narrative:
(B)(4). To date the incident device has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.